Event description:
It was reported to medtronic neurosurgery that the patient line stopcock became loose on the duet edms and that there was leakage of csf.

Manufacturer narrative:
The proximal and distal patient line tubing was disconnected from the patient line stopcock on the returned unit. Adhesive was observed in the interior of the tubing to luer connections. A review of the manufacturing records was not possible as a lot number was not provided.